Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12329. It was reported recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system and 30mm watchman ® laa closure device & delivery system were used. The closure device was deployed, but the size of the device was too small for the patient. The closure device was fully recaptured, but there was great resistance felt. Once it was removed from the patient, the marker band on the delivery system was observed to be damaged. The procedure was completed with another closure device. There were no patient complications and the patient was stable.

Manufacturer narrative:
Updated device manufactured date. Brand name updated from watchman ® laa closure device & delivery system to watchman® access system, upn- search updated from m635wc30060 - fg watchman laa closure devic 30mm (B)(4) - wc30060 to m635tc20060 - fg watchman access sys double curv,(B)(4) - tc20060, upn updated from m635wc30060 to m635tc20060, catalog/model # updated from wc30060 to tc20060, device lot number updated from 20357917 to 19839149, device expiration date updated from 03/31/2020 to 10/31/2019. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12329. It was reported recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system and 30mm watchman ® laa closure device & delivery system were used. The closure device was deployed, but the size of the device was too small for the patient. The closure device was fully recaptured, but there was great resistance felt. Once it was removed from the patient, the marker band on the delivery system was observed to be damaged. The procedure was completed with another closure device. There were no patient complications and the patient was stable.